Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was unknown. It was reported that the patient is needing a MRI, but the caller states the patient said the pump is not working, caller had no additional detail to provide (she was not with the patient at the time of the call). Caller noted the patient had an MRI around a year ago. The caller will follow-up with the patient to clarify "not working" and then reach back out.